Event description:
Philips received a complaint from the key market (km) representative, reporting that v60 ventilator displayed a "check vent: blower stalled" error code (1134). There was no patient involvement when the issue occurred. No patient or user harm reported. It was initially reported in the record, that the device displayed a "lower told" error, and a parts order was placed. During follow up with the km, the responder reported that the device displayed a "check vent: blower stalled" error code (1134). Additional details were provided in the recorded, and the service engineer (se) reported that the device was checked, and it was found that blower was not "getting" on and giving an error. The se then cross-checked motor control (mc) printed circuit board (pcb); the se noted that the blower problem was due to the mc pcb. The se replaced the mc pcb to resolve the issue. The system meets the specification for the performed service and is returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.